Event description:
The nurse was moving the hoist from store with a hard floor onto a carpet floor and as she pulled the machine onto the carpet the battery fell out onto her foot. She sustained bruising and swelling to her foot. One person involved.